Event description:
Hosp advised that a vasoactive drug was infusing on channel b, when the screen flashed "malfunction" and the pump shutdown. They were unable to restart the instrument. It is known at this time if the instrument alarmed. There was no pt consequence.